Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received two separate inappropriate shocks. Boston scientific technical services (ts) was contacted and it was discussed that the inappropriate therapy was delivered due to t-wave over-sensing. Additionally, the patient's rhythm morphology had changed since implant and it was recommended to program to the alternate sensing mode to prevent further inappropriate therapy. At this time, the s-ICD remains implanted and no additional adverse patient effects were reported.